Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/28/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. The navigation system was left running for a period, however, never exited unexpectedly as reported. On 03/28/2017 a medtronic representative, following-up at the site, was told the site leaves their navigation system running overnight and only turns off the monitor. Recommendations were made to shut down the navigation system completely overnight. On 04/20/2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that their navigation system unexpectedly exited out of the fusion ent software application while they were waiting to begin a procedure. The medtronic representative was told that the site was on the select patient task screen when the navigation system unexpectedly booted out to the main application page. This was reported to have occurred twice. No further details regarding the behavior were provided. There was no patient present when this issue was identified.